Event description:
Error.

Manufacturer narrative:
MDR made in error not a product issue.

Event description:
It was reported that the bd facilimix syringe had incorrect label content (incorrect expiration date). The following information was provided by the initial reporter, translated from italian to english: this morning we received, with your delivery note no. (B)(4) dated 11/08/2025, (B)(4) pieces (3 packages) of code 517371, referring to our order: (B)(4), as a replacement. Unfortunately, in this case too, the delivery note does not indicate the batch, but only the expiration date: 31/12/2030. In fact, "once again," the batch expiration date, both on the package and on each product inside the packaging, is "september 2025."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.